Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as surgical impact opening (shell thickness within specification). And one opening assessed, as surgical damage. Additional observations: creases are observed. Yellow particles were observed, on the shell. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side implant rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side implant rupture, diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.